Event description:
It was reported that the subject device had foreign material on the bending section cover, connecting tube and the forceps elevator wire. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. Corrected fields as reported issue was found during device evaluation by olympus: e1 (disregard previous entries). Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 10/23/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the foreign material remained in the device because reprocessing could not be conducted properly due to a leak from the cleaning tube attachment port. It was also noted the foreign material could not be identified. The following information from the instructions for use (IFU) pertains to this event: tjf type 150 operation manual includes a way of detection in chapter 3 ¿preparation and inspection¿. Tjf type 150 reprocessing manual includes the preventive measures in section 3.5 "manual cleaning" olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material on the bending section cover, connecting tube, and the forceps elevator wire. There were no reports of patient involvement.